Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ on a patient with a pre-existing flail, prolapsed posterior leaflet, and ejection fraction of less than 35%. A mitraclip xtw (50625r2113) was inserted and deployed on the mitral valve. However, the mean pressure gradient increased to 7mmhg. A second clip, a mitraclip xt (50811r1009), was then inserted and deployed laterally to the first implanted clip. However, after deployment, the clip was still very mobile in the mitral valve due to the lateral flail and prolapse at the second clip, continuing to mobilize the second clip. At this point in the procedure, the mean gradients remained at 7mmhg peak and 4mmhg mean. A decision was made to terminate the approach at the mitral valve. However, before removing the steerable guide catheter (sgc) (50715r1109) from the patient¿s right femoral access, a right-to-left shunt was observed at the site of the transseptal puncture. It was noted that it was believed that due to being a more malleable septum, it had a larger hole than the one caused by the sgc. There was no atrial septal (asd) device available and required the patient to wait 40 minutes under general anesthesia for a new closure device necessary to close the interatrial septum. After this period, with a patient with a mean arterial pressure ranging from 65 to 85 mmhg, and during the evaluation of the size of the septum orifice without the s sgc, it was found that the residual lateral jet had increased to 2 to 3+ with 0.6 cm vena contracta. After this reassessment, the heart team chose to reapproach the mitral valve, and it was necessary to open a new sgc. The new sgc was inserted, and after insertion of the new sgc, the mitraclip nt was inserted, which abolished the residual jet lateral to the second clip. It even generated the spontaneous contrast image withing the left atrium. At this point, the team proceeded with the closure of the septal puncture hole with a device with an 18 mm diameter, as the hole measured was 14 mm. After the procedure, the patient left the room extubated, with a rhythm of 65 bpm, stimulated by a permanent pacemaker. The patient was then transferred to the intensive care unit (ICU). It was reported that the patient remained hemodynamically stable in the ICU.